Event description:
It was reported that the patient fell three days prior to the report and ¿wrenched her neck.¿ since the fall the patient complained of a tight and painful area by the wires on the right side of her neck. She was having difficulty turning her head and the healthcare provider (hcp) felt the wire was more pronounced under the skin. The hcp performed an impedance check and saw nothing blatant. The values ranged from 645 to 1,645 ohms. The hcp reported that he had been seeing this patient for four years and had not noted signs of parkinson¿s and did not know if she even needed the therapy at this point, so it was difficult to tell if it was functional. Follow-up from the hcp reported that there was not 50% or greater symptom reduction. The component involved in the event was the extension. The fall moved the battery pack down in the pocket, causing tightness in the wires to the patient¿s neck. X-rays were taken and the surgeon intended to create a new pocket. The patient had recovered without permanent impairment at the time of the report. The final patient outcome, after the surgeon created a new pocket, was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v018187, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was supposed to meet with their healthcare professional the week prior to this report. Follow up with the patient¿s hcp indicated the complaint was not related to the patient¿s therapy. The complaint was related to a previous cervical spine surgery for degenerative disc disease.

Manufacturer narrative:
(B)(4).